Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: vessel occlusion, limb pulse deficit. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after a diagnostic cerebral angiogram. Reportedly, immediately after clip deployment, the pt developed heaviness in the closure leg. No treatment was provided at that time. One hour later, the limb developed pulse deficit. An angiogram was performed revealing an occlusion at the closure site. Revascularization of the vessel was attempted angioplasty and thrombectomy system. Both provided suboptimal results; therefore, a non-abbott stent was implanted. Follow-up angiogram revealed good morphologic results. The pt experienced no residual symptoms and was discharged to home the next day. Though requested, no additional info was available.